Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the bd sedi-40 experienced foreign matter contamination. The following information was provided by the initial reporter: "broken mixer. Mixer does not work".

Manufacturer narrative:
Investigation: investigation summary: bd had performed a technical evaluation of the customer's sedi-40 instrument and was found to be functioning correctly. However unrelated defects of a broken cover plate and a noisy fan were identified and corrected. Investigation conclusion: based on evaluation of the customer's instrument, the defect was not observed root cause description: based on the investigation, a root cause could not be determined. The instrument was found to function correctly. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd sedi-40 experienced foreign matter contamination. The following information was provided by the initial reporter: "broken mixer. Mixer does not work."